Manufacturer narrative:
N/a.

Event description:
The following has been reported: drug lib in use. According to the medical technology department via telephone statement, patient at risk due to overdosing/incorrect "supply" of the device. Patient had to be resuscitated. It is not known exactly when this took place. During visit on 11.3. Information from a third party - the pump had started the infusion automatically! Additional info: as none of the people who were present at the time could be reached an appointment on site on (B)(6) 2025- a readout of the internal memory is necessary in order to be able to verify the statements of the nursing staff/doctor - the pump had started without intervention 1. With the wrong medication and 2. Automatically. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed and there was no event recorded on march 8. On march 9, 2025, there was an infusion at 100 ml/h for a total volume infused of less than 1 ml, administered in two instances and another infusion at 20 ml/h for a total volume infused of 3.36 ml. There has been no infusion or drug recorded on march 10, 2025. The reported device was received in brézins for investigation. According to our investigation, no anomalies were observed during the external visual inspection. When the device was switched on while connected to the mains and the braun perfusor 50cc syringe was installed, it was automatically selected. The drug could not be selected, and the device operated only in ml/h mode (pre-set at 24 ml/h). In the options menu, the drug library was not selected, as indicated in the complaint description. Quality control was carried out and was compliant. The internal control did not show any dysfunction. It was therefore not possible to reproduce the events described in the complaint, and the device worked with no anomaly. However, the battery life test was not compliant. The battery had to be replaced, but there was no link with the complaint description. This complaint is considered as: not valid the trend is: n/a.